Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to trauma induced instability. The surgeon removed and exchanged out the insert.